Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Index procedure (B)(6) 2014, patient complained of impingement and had a psoas release procedure in 2018, this resolved the issue but due to scar tissue formation the impingement returned. The acetabular cup was assessed to be in a neutral anteverted position and slightly closed down. The plan was to remove the cup and replace a new one, reposition it more anteverted and slightly more inclined. Cup was removed with explant, the cup had excellent boney ingrowth and took some time to remove, definitely not loose. Patient status/ outcome / consequences: yes, patient consequence description/was there a clinical outcome experienced by the patient (infection, inflammation, etc.)? Limited range of motion, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: yes, if yes, describe: x-rays, revision procedure, is the patient part of a clinical study: no, (B)(4). Device property of: none, device in possession of: none, (B)(4). Device property of: none, device in possession of: none, (B)(4). Device property of: none, device in possession of: none by checking this box I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted through cst. True.

Event description:
Additional information received indicated that there was no delay reported.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.